Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the monopolar tip came off of the device and fell into the pt cavity. The material was removed and there was no pt injury. Upon initial inspection at covidien, it was observed that the webbings are protruding from the hinge of the device.